Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was unable to attach the device setscrew to the lead. The physician explained that something "came out from the pacemaker" header, which might have been the setscrew itself. The device was removed and not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material on the ventricular grommet. The returned device had a damaged ventricular connector block. The returned device indicated a missing ventricular set screw. If information is provided in the future, a supplemental report will be issued.